Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) checked the machine and found that the machine cannot be turned on due to the power supply set. Fse replaced pwr sply/chrgr (B)(4) according to the hospital's purchase order. After replacing the power supply set, the machine can be turned on normally. The machine can be used normally.

Manufacturer narrative:
Due to character restrictions in block e1 address : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit won't turn on. There was no patient involvement.